Event description:
It was reported that the catheter was placed on 2-9-99 via the subclavian route. When catheter removal was attempted, strong resistance was encountered, and the catheter could not be withdrawn. Several attempts to remove the catheter in radiology were unsuccessful because the catheter was adhering to the vessel wall. Surgical removal of the catheter has been scheduled.